Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to service where it was found that the needle tube protruding, and could not be pulled in. When the actual product was disassembled and checked, the needle tube was pulled out from the adhesive part between the suction port and the needle tube. When checking the condition of the adhesive, the adhesion between the needle tube and the suction port was intact. There were no other abnormalities. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that: ¿due to the strict angle of the endoscope, the sliding resistance of the needle tube increased and the operation became heavy. ¿since the needle slider was pulled strongly to pull in the needle tube, it was more resistant to the needle tube fixing part of the suction port. Force was added and the needle tube came off. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "·do not coil the insertion portion with a diameter of less than 150 mm. Doing so could damage the instrument. ·do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. ·do not force the instrument if resistance to insertion is encountered. Reduce the angulation of the endoscope until the instrument passes smoothly. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) received the following report from the user. During the procedure of the linear bronchoscopy, the subject device was used. When the doctor took the first needle sample, the needle came off the handle. The doctor could not go into the sheath while the needle was in the patient. The nurse had checked the function of the needle before sampling and the needle worked without any problems. The intended procedure was completed with another device. There was no patient injury reported, the procedure was delayed about 2 or 3minutes.